Event description:
The customer reported a pacer failure during testing.

Manufacturer narrative:
(B)(4). The customer reported a pacer failure during testing. The device was evaluated at philips. The symptom could not be duplicated; however, the event summary showed errors supporting that a malfunction occurred. Multiple parts were replaced due to these errors. The device was returned to the customer after passing all testing. We cannot determine the cause of the malfunction as multiple parts were replaced.